Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy the pump generated a fiber optic sensor failure. The monitor showed the pump functioning well with appropriate ECG/iab waveforms. All cables and connections were verified to be correct and secure. The cardiac catheterization lab (ccl) did not connect an arterial line setup in the lab so the registered nurse (rn) was unable to utilize the inner lumen of the iab. The patient also did not have another access site. The team ultimately chose to switch out the iab given the patient would need to be on support for a while. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-2020 to mar-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4).